Manufacturer narrative:
The field service engineer (fse) replaced the speakers to address the reported problem.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with primary alarm failed error. The customer reported that the unit was in use on patient, but there was no patient harm reported.